Event description:
It was reported that during implant, the left ventricular (lv) lead was seen to have blood inside the insulation when it was removed from the patient. The lv lead was not implanted and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on all conductors (not obstructed). The analyst commented that by design, left heart leads are manufactured with a septum in the tip that will sometimes allow blood ingress.